Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the ventricular lead was inserted followed by a stylet, however the stylet became stuck in the middle of the lead. A new stylet was used, but to no avail. The physician was able to fix the helix of the lead, however the lead dislodged while slitting the sheath. The physician elected to remove the lead as it was becoming difficult to manipulate. A new lead was implanted to complete the procedure with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix fully retracted. The helix was able to be extended and retracted, however turns to extend/retract were out of specification due to bent helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.